Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer found the touchscreen with two small marks/scratches. There was no impact to the customers blood glucose level. Reportedly, the pump is still functional.